Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the they experienced hypoglycemia with blood glucose value of 54 mg/dl. The customer¿s other blood glucose level were 64 mg/dl, 60mg/dl and 91 mg/dl. Customer stated that they unable to enter auto basal. The device will not be returned for analysis.